Manufacturer narrative:
The pump was received with a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked reservoir tube window. The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. The pump had no display anomaly or black screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was really faint and then went all black. Customer stated there is a crack where the reservoir sits and where the battery compartment is located. Customer's blood glucose was 5.4 mmol/l. Customer stated that there were not knocks or drops on the pump. Customer does not have a back-up plan. Customer was advised that the pump need to be replaced and to revert to a back-up plan.